Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for liquid foreign matter was observed. The photos show a clear, colourless liquid inside the tubes. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of liquid foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of liquid foreign matter inside the tubes based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube, the device experienced foreign matter in the fluid path. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: liquid in tubes. Tubes should be empty.